Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 623 mg/dl. The customer stated that prior to the event, the customer had been having elevated blood glucose levels and had received a motor error alarm on her insulin pump. Nothing further was reported.